Manufacturer narrative:
Age at the time of event: 18 years or older. Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the returned device was attached to an encore inflation unit and positive pressure was applied when leak was noted. A microscopic analysis confirmed that the proximal section of 1 blade had lifted from the balloon however the blade was not detached and the pad was intact. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis approved on (B)(4) 2014. It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified superficial femoral artery. A 20.0cm/90cm peripheral cutting balloon was used to treat the target lesion. Due to severe calcification of lesion the balloon ruptured at 8atm on the 2nd inflation. They removed the device and confirmed no blade detachment. The procedure was completed with a different device. No patient complications were reported and patient's status is good. However, device analysis revealed that the blade was lifted.